Event description:
Customer reported that oxytocin may have infused at a higher rate than intended. The nurse reported that he found the oxytocin infusing at 999ml/hr at 1140 and immediately turned it off. He believes it infused at that rate for only about 2 minutes. Lr had been infusing at 125ml/hr on channel a. Oxytocin 20 units/1000ml lr had been started on channel b at 06:13am at 6ml/hr and titrated up to 24ml/hr. It was changed at 1000 to 3ml/hr, turned off at 1145, restarted at 1313 at 6ml/hr and titrated up to 121ml/hr 12 minutes later. At 1729 the user attempted to give a bolus and encountered hard guardrails alerts followed by titrating the rate to 18ml/hr a half hour later. Although it is their normal policy to give a bolus of lr at 999ml/hr as a perload before an epidural, or to give a bolus of lr at 999 ml/hr if the patient decelerates, the nurse reportedly had not programmed a bolus for either of these situations. The patient complained of abdominal pain and the baby had an unspecified change on the fetal monitoring tracing. No lasting effects were reported.

Manufacturer narrative:
(B)(4). Devices not received, log review only. The review of the pcu event log for the oxytocin infusion indicates that the drug was originally programmed on channel b at 6:05am on (B)(6) 2013 for a continuous infusion at 6ml/hr. Over the next 5 hours the drug was titrated several times. At 11:32am a bolus dose of 10 units (500 mls) was programmed and started at the rapid bolus rate of 999 ml/hr and the bolus ran until 11:38am when the infusion was stopped by the user. During the 6 minute bolus infusion approximately 97.5mls was infused. Later that evening, at 5:29pm the user attempted to program an infusion of oxytocin at a continuous rate of 999ml/hr which triggered a hard guardrail dose limit. The user then programmed a bolus dose of 10 units (500mls) for a duration of 60 minutes which triggered a guardrails alert indicating that the bolus dose delivery rate was less than the soft limit. The user selected "yes" to proceed and this infusion ran for 15 minutes delivering approximately 129.1mls before the user stopped the infusion. At 5:46pm the user reprogrammed the oxytocin to infuse at 125ml/hr which triggered a guardrails continuous dose limit which the user accepted. At 7:25pm the user attempted to increase the rate to 500ml/hr, received a hard guardrails alert and then programmed the infusion as a basic infusion at 500ml/hr. At 7:44pm the infusion was stopped after delivering another 157mls. Total volume infused on the pump module was logged as 677.7mls since the time it was first programmed in the morning. The root cause of the reported event was determined to be user programming. No device malfunction is believed to have occurred.